Event description:
The customer called into philips to report that the therapy port is damage and the customer would like the part number. The patient was involved but there was no adverse patient impact.